Manufacturer narrative:
(B)(4). Batch # m52e06. The ec60a device was received for analysis with no visual non-conformances and with three ecr60d cartridges present. The cartridge reload (b and c) was received fully fired. The cartridge reload (d) was received partially fired. It is possible that the combination of tissue and/or buttressing material compressed between the device jaws may have been beyond indicated thickness. This may have prevented the top of the knife blade assembly from entering into the anvil. The device was tested for functionality in the articulated position with the returned cartridge reload (d) by resetting and reloading it into the device. The device achieved its complete stroke firing sequence without any difficulties. The remaining staple line and cut line were complete and the staples were noted to have the proper b-form shape. The device history records were reviewed and the manufacturing criteria were met prior to the release of this batch/lot.

Manufacturer narrative:
(B)(4). Information is unavailable. Batch # unk. Attempts have been made to retrieve the device. To date the device has not been returned. If the device or further details are received at a later date a supplemental medwatch will be sent. At the time of this submission, the device has not been returned for analysis.

Event description:
It was reported that during an unknown procedure, the staples were irregular after the firings. Hand sewing was used to fix the anastomosis and complete the procedure.